Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported via mw5095596 that a female patient who underwent a breast surgery with a 250cc mentor memorygel breast implant (side unknown) and a 200cc mentor memorygel breast implant (side unknown) suffered several unexplained systemic symptoms. The patient¿s symptoms are unable to work. Fatigue, nausea, bloating, gas, musculoskeletal pain in back /shoulders /neck, pain like fibromyalgia, neuropathy, itchy throat, metallic taste, gastric pain, disturbed sleep, anxiety, acne, heart racing, vestibular symptoms, body temperature dysregulation, immune system anomalies, stiffness, headaches migraines, food sensitivities, and abnormal ana and c4 complement. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. Since no patient name and contact information were provided, mentor was unable to follow up to obtain further information. This report is for one of the reported prostheses.